Event description:
A caller reported that the t:slim x2 pump battery was not charging and a power source alert was present in the pump history, noted as alert 07. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the charging supplies using the same tandem wall adapter and charging cable, after which the pump began charging. No further assistance was required.